Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a speedfix shoulder surgery the tip of the screw broke during punching into the bone. All parts were retrieved. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device with the part number ar-2324bcc. It was not necessary to switch the surgical technique or do a second surgery.